Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. The complaint could not be confirmed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty the stem component was found to be protruding out of the sterile packaging. No patient involvement was reported. No additional information is available at this time.